Event description:
It was reported that the ventricular lead dislodged and patient had pauses due to lack of pacing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2014. (B)(4).